Event description:
The facility representative reported a flo-gard infusion pump with a safety clamp problem. This condition was found when putting the line in. This occurred in the intensive care unit. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a safety clamp problem was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a broken blue slide clamp in the safety clamp assembly slot. The blue clamp was removed to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a safety clamp problem was confirmed and reproduced by baxter service personnel. Should additional information be received, a follow-up medwatch will be submitted.